Event description:
It was reported that the device got stuck with the microwire. The target lesion was located in the left kidney. The patient had a large renal pelvis stone and needed a nephroureteral catheter placement for a percutaneous nephrolithotomy (pcnl) with urology. An .038 accustick ii introducer was selected for use. During the procedure, the accustick set was used to gain access starting with the introducer needle with stylet. Once proper access was achieved, the stylet was removed and the micro wire was inserted. The needle was then exchanged for the co-axial introducer. However, upon insertion of the introducer into the patient's renal pelvis, the micro wire became stuck within the introducer, preventing removal of the inner dilator and micro wire. As a result, the access site was abandoned, and a new accustick ii set was used to restart the procedure. There were no patient complications as a result of this event.

Event description:
It was reported that the device got stuck with the microwire. The target lesion was located in the left kidney. The patient had a large renal pelvis stone and needed a nephroureteral catheter placement for a percutaneous nephrolithotomy (pcnl) with urology. An .038 accustick ii introducer was selected for use. During the procedure, the accustick set was used to gain access starting with the introducer needle with stylet. Once proper access was achieved, the stylet was removed and the micro wire was inserted. The needle was then exchanged for the co-axial introducer. However, upon insertion of the introducer into the patient's renal pelvis, the micro wire became stuck within the introducer, preventing removal of the inner dilator and micro wire. As a result, the access site was abandoned, and a new accustick ii set was used to restart the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device evaluated by MFR: the co-axial introducer with locking cannula, introducer needle with stylet and the guidewire were returned to our post market quality assurance laboratory. Visual inspection was performed, and it was possible to observed that the guidewire was stuck inside the co-axial introducer with locking cannula, also the guidewire and introducer needle with stylet were kinked. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the accustick ii device confirmed that the event of device guidewire stuck, cannula/stylet bent/kinked and guidewire bent/kinked are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as adverse event related to procedure. Device analysis revealed the guidewire stuck inside the co-axial introducer with locking cannula. This may be related to factors such as excessive manipulation of the device, the procedure during advancement to the area of interest, the technique used by the physician, and normal procedural difficulties encountered during the procedure such as blood residues in the device. These difficulties could consequently have caused that the guidewire to become stuck inside the co-axial introducer with locking cannula, affecting the integrity and performance of the device. Additionally, during the product analysis it was possible to observed that the guidewire and introducer needle with stylet were kinked, it may be related to some other factors such as; excessive manipulation of the device, the procedure during advancement maneuvers within the vessel and in the area of interest, the technique used by the physician and the normal procedural difficulties encountered during the procedure, consequently these difficulties, may cause the device to collapse in kinks, therefore this problem affected the performance of the device and its integrity.